Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, user encountered an error message "release the pressure, clean the blade, fasten the instrument" while using the harmonic ace instrument. The user changed the harmonic handpiece, but the issue persisted. The instrument was removed and replaced with a backup. Following this, the user continued and completed the procedure with no further issues. No fragment fell into the patient. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reporter confirmed that no fragment fell into the patient and that the patient has not returned to the hospital due to complications.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have the curved blade broken at the tip/midpoint/base. A piece approximately 0.375" x 0.085" was found to be broken off. The broken piece was returned. Components adjacent to this broken blade did not show damage. Additional observation(s) related to the reported complaint: the instrument was failed energy recognition test. The instrument was placed on an in-house system. The instrument passed the recognition and engagement tests. The instrument was connected to an in-house energy generator. A torque wrench was used to tighten the assembly until it was tight as it could be (clicking sounds). The instrument failed the energy recognition test, and instrument generated message "tighten assembly¿ on 3 out of 3 attempts. The complaint was confirmed by failure analysis.